Manufacturer narrative:
(B)(4). "The device was returned to baxter and an evaluation was performed. Evaluation found the customer adulterated the pump. Device serial #(B)(4), was found with a mechanism from device serial number #(B)(4). Review of both device history records show that the mechanism belongs to device serial #(B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states ""servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."" The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.